Manufacturer narrative:
The pump was returned for investigation. Investigation revealed an intermittent force sensor connection resulting from the force sensor flex pins being partially dislodged from the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2012.

Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several losses of prime warnings. An ez-prime operation was performed with no loss of prime. The force sensor was evaluation and found to be within specifications. The pump was opened for investigation and revealed an intermittent force sensor connection resulting from the force sensor flex pins being partially dislodged from the printed circuit board sockets.